Event description:
It was reported that during a prostate procedure, the side-firing fiber was noticed to have diminished vaporization at 60,219 joules. The procedure was completed with a second fiber at 99,851 joules. No patient injury was reported.

Manufacturer narrative:
Fiber analysis: the top portion of the glass cap is detached. The fiber is broken distal to fusion zone; devitrification noted on the remaining portion of glass cap surface. The glass cap was not returned to the manufacturer. The metal cap surface exhibits detritus; signs of overheating. The identified issues noted above may activate the fiberlife function. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.